Event description:
According to the reporter: the client is reporting that the balloon burst. There was no report of pieces falling into the cavity or impacting the patient. The operating time was not extended as a result. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 06/13/2008.